Event description:
It was reported by the rep that the (1) tct75 was used during an unknown procedure. It was reported that the device misfired. The case was completed with another tct75. The pt consequence was not reported.